Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic pacemaker syndrome patient presented in the clinic during follow-up in backup operation due to a cybersecurity upgrade. The device was downloaded successfully. No further attempt was made to update the firmware. The patient's condition was well after download.